Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 216-217 mg/dl.